Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had fallen a number of times and the leads had moved down to the lower lumbar region and had no longer been covering her back with stimulation. Patient symptoms/complications were the return of her regular pain. The two leads were removed and replaced with two new leads back into the place where the patient needed them. Patient status at the time of this report was noted as alive with no injury/no adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).